Event description:
Attempts to interrogate the pulse generator were unsuccessful. The measured battery data four months previous was 2.68 v, 15 ua, 8.9 kohms. The patient was not pacemaker dependent. The device was subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.